Event description:
On (B)(6) 2014, patient would break out in allergic reaction within 10-20 minutes after placement.

Manufacturer narrative:
A lot history review (lhr) of reyf1350 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation.